Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Philips attempted to obtain additional information for clarity of the issue and status of the patient, but no response was provided.

Event description:
The customer stated that they had telemetry dropout on the 6th floor of the hospital with their piic ix. The device was in use monitoring a patient.

Manufacturer narrative:
Philips field service engineer (fse) went to the customer site. The fse logged into the access point controller (apc) configuration, and checked status of the access points near the rooms experiencing the worst drops. The fse found one access point (ap) with significantly more devices connected to it than other aps. The same ap also showed a red led status for the power indicator. The fse rebooted the ap, as well as the surrounding aps. The connected devices looked to be more evenly distributed after the reboots. The fse replaced the ap with the red power led status with an access point from an area which is less congested, while waiting for a new replacement to come in. Telemetry reported no drop outs after these activities were performed. The device remains in use at the customer site. No further investigation or action is warranted at this time.